Event description:
The patient mentioned that at 5pm, tested their blood glucose and received a 439 mg/dl and took 15u humalog. An hour later, they tested their blood glucose and received a 156 mg/dl and took 6u of humalog. 20 minutes later, the patient ate dinner. 3.5 hour later, the patient tested their blood glucose and received a 465 mg/dl and took 18u humalog. An hour later the patient fell asleep. Three hours later, their family member tried to wake the patient up and was unable to wake them up. They were screaming at them and slapping their face and noticed that they were not awake. They opened their eyes and noticed that their eyes were rolled back. They tested blood glucose and received a hi (12:33am). They knew that their husband was hypoglycemic;therefore they gave them a gluogon shot. They then tested their husband at 12:41am, and their blood glucose was 265 mg/dl. Paramedic's arrived at 12:51am, and they were told that their blood glucose was below 20 mg/dl. The patient mentioned that they came too and was able to grab their meter and turn of their pump. At the hospital thier blood glucose was 67 mg/dl and at the same time, the patient tested their blood glucose on their meter and received a 400 mg/dl. The patient was in the hospital for 3.5 hours. Prior to being discharged the patient's blood glucose was 115 mg/dl. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips. The technique of applying blood on the test strip was correct; however, the patient was cleaning the punture area incorrectly. The meter was coded properly adn set to the correct unit of measurement. Customer services sent the patient a replacement meter and testing suppliers. Based on the information provided, this case is being reported as an adverse event, since the patient suffered a serious injury and the meter may have contributed to the injury.